Manufacturer narrative:
(B)(4).

Event description:
The consumer implanted for non-malignant pain and post-lumbar laminectomy syndrome reported via the manufacturer's representative (r ep) they had suddenly been experiencing pain and burning at the implantable neurostimulator (ins) pocket. The patient was scheduled to see the healthcare provider (hcp) and rep. On (B)(6) but didn't show up for their appointment. No interventions or outcome were reported related to this event. Additional information has been requested. If additional information is received a follow-up report will be sent.

Event description:
Additional information received reported that no diagnostics were performed related to the pain and burning at the ins site. The patient made an appointment. If additional information is received, a supplemental report will be sent.